Event description:
It was stated that the insulin pump "stopped working". Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact.